Manufacturer narrative:
The product testing is in progress. A review of the manufacturing records showed no anomalies. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was found to be broken and leaking. According to the report, the doctor used a new device to complete the surgery successfully. Reportedly, there was no injury to the patient.

Manufacturer narrative:
The returned peritoneal catheter was patent. The peritoneal catheter also met the requirements for tensile strength and ultimate elongation testing. However, the peritoneal catheter did not meet the requirements for leak testing due to a tear observed approximately 16.5 cm from the distal end. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.